Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejecting new batteries. The customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished, insulin pump had scratches, the plastic was broken by battery compartment, during prime insulin pump squirts insulin instead of tiny droplets and insulin pump rejecting new batteries. The products will not be returned for analysis.

Manufacturer narrative:
Device received with broken belt clip slot and minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm and failed battery alarm noted. Device primed properly.